Event description:
It was reported that a microbore catheter extension set with one-link needle-free IV connector experienced some reflux. The catheter extension set was used with the continu-flo solution set, 3 clearlink luer activated valves, and male luer lock adapter with retractable collar. Gravity flow was used in this setup. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.